Event description:
Imprecise amikacin results were obtained on qc and patient samples. The patient results were reported to the physician while qc was out of range. It is unknown if patient treatment was altered or prescribed. There is no report of adverse outcome to the patient as a result of imprecise amikacin results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise amikacin results is unknown. Instrument data indicated that patients were reported while qc was outside of in-house ranges. Xamik is an open channel reagent (i.e. Flex prepared by customer). The dimension vista instrument is performing within specifications. No further evaluation of the device is required.